Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device didn't seem to be performing the way it should. The patient said they had tried different programs and levels. The patient said they were on program 4 at 0.4 and when they went to 0.5 they noticed they were gett ing a tingling almost like an electric shock but they didn't know how long it would take for that to go away. The patient moved to a different program altogether and tried a few and they didn't seeming to be doing what they were supposed to do. The patient was redirected to their healthcare provider to further address the issue. The patient had an appointment 2026-apr-10.

Event description:
Additional information was received from the patient. When asked to clarify the statement "the device doesn't seem to be performing the way it should," they reported they were describing issues with symptom control. This was not caused by normal battery depletion. The patient reported they were going to their urologist tomorrow ((B)(6) 2026). Steps taken to resolve this issue were their doctor saw them and gave them guidance. It was unknown if the issue was resolved. Steps taken to resolve feeling an electric shock were finding the right setting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.